Event description:
It was reported that the blood glucose was high. The insulin pump did not alarm no delivery. Customer disconnected from the insulin pump and ran 8 units to confirm delivery of insulin, the insulin did not exit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.